Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with meter to meter comparison of 186mg/dl using the true metrix meter and 325mg/dl using the doctor's meter. The expected fasting blood glucose test result range is 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 239 and 178mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he called the doctor's office because he thought the meter was reading wrong. Customer then compare the meter with his brother's meter and the results were a lot different. Customer states that the doctor's office ask him to come in with his meter and he took his meter in. The dr office ran a blood test with the true metrix meter and got 186mg/dl non-fasting but on their meter, it was 325mg/dl non- fasting. The meter is giving about 100-200mg/dl off. Customer went to the doctor's office because he wanted to make sure the meter is working, customer was not having any symptoms at the time. Customer is only concerned with the meter to meter results taken on (B)(6) 2018 (325 and 186mg/dl).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with meter to meter comparison of 186 mg/dl using the true metrix meter and 325 mg/dl using the doctor's meter. The expected fasting blood glucose test result range is 150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 239 and 178 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he called the doctor's office because he thought the meter was reading wrong. Customer then compare the meter with his brother's meter and the results were a lot different. Customer states that the doctor's office ask him to come in with his meter and he took his meter in. The dr office ran a blood test with the true metrix meter and got 186 mg/dl non-fasting but on their meter, it was 325 mg/dl non- fasting. The meter is giving about 100-200 mg/dl off. Customer went to the doctor's office because he wanted to make sure the meter is working, customer was not having any symptoms at the time. Customer is only concerned with the meter to meter results taken on (B)(6) 2018 (325 and 186mg/dl).